Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number llp863, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a coronary bypass procedure on an unknown date and suture was used. The suture broke off when sewing during the procedure. Changed to another device to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided